Event description:
Plc55 reusable stapler was used to transect the small bowel. The device fired fine but there were malformed staples on both the proximal and distal ends. The staple line on the tissue had started to bleed. Surgeon oversewed the area to enforce the staple line.